Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number r95557 and r40x6x, and no non-conformances were identified.

Event description:
It was reported that during a sleeve gastronomy, on the first firing the stapler stopped firing mid fire and upon further inspection the anvil was raised. The device did deliver staples up to where it stopped. The staples were formed properly. The staple line was not complete. They reversed the knife blade back and had no difficulty opening the jaws. Case completed with another device of the same product code. There were no patient consequences reported.